Event description:
The customer states she obtained back to back readings on her meter of 14 mg/dl and 144 mg/dl. No adverse event or medical intervention reported. Controls were not run. Return requested and replacement was sent.